Event description:
Clinical study. After a coronary drug eluting stenting treatment procedure a target vessel reintervention was performed on the left anterior descending artery and the left circumflex artery. Additional information has been requested.

Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in the prox lad with 80% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with placement of a 2.5 x 16 mm taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the dist cx with 90% stenosis and a 2.5 mm reference vessel diameter. Target lesion 2 was treated with placement of a 2.5 x 12 mm taxus stent. Residual stenosis was 0% following post-dilatation. The pt was discharged the following day on polavix and asa. He pt was readmitted (125 days post enrollment) with increasing fatigue and substernal chest discomfort. History and physician report notes that stress test in may 2004 revealed "a reversible anterior apical, anterior basal and lateral apical defect consistent with myocardial ischemia." Medications on admission were asa and plavix. Cardiac catheterization revealed: lmca - normal, lad -80% proximal restenosis just prior to the stented segment, 95% stenosis at the distal edge of the stent, "main body of the stent remains widely patent." Lcx - minor luminal irregularities, widely patent stent, rca -50% mid stenosis, 80-90% distal stenosis prior to the bifurcation of the pda and left ventricular branch. Lvef =60%, a 2.5 x 12 mm taxus stent was deployed at the distal edge of the lad stent. A second 2.5 x 12 mm taxus stent was deployed across the proximal edge restenotic lesion. Residual stenosis was 0%. The pt was discharged the next day on plavix and asa. Causality: relationship to taxus stent: probable.